Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated the patient was later seen again in clinic where the device was unable to be interrogated via radiofrequency (rf) telemetry. Device replacement is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported complaint of failure to interrogate was confirmed in the lab. Device was cut open and manual measurement performed, the battery voltage was within normal range of operation, hybrid current drain was noted to be higher than specification. Further testing performed on the hybrid found an anomalous integrated circuit (ic) to be the cause of the high current drain and interrogation problems.

Event description:
During an in-clinic follow-up, the device was unable to be interrogated via inductive telemetry. No intervention was performed at this time. The patient was stable and will continue to be monitored.